Event description:
Pt prepped for left carotid endaterectomy with duraprep. Headcover applied over hair and hair cover ignited. Pt sustained second degree burns to left lower scalp and left shoulder. Evaluated by plastic surgeon and burn will not require surgery. Wound care svc is treating pt to reduce potential scarring.